Manufacturer narrative:
Corrected information can be fond in the following fields: d4. Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. D02 -intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of "melted/thermal damage". The instrument was found to have thermal damage on the monopolar yaw pulley. The yaw pulley exhibited localized melting with no pieces missing. The conductor wire did not exhibit any insulation damage and was not dislodged or broken. The cables did not exhibit any signs of thermal damage, there was residue on them from the charring. An electrical continuity test was performed and the instrument passed. The housing was removed from the back end of the instrument, no additional damage was observed. The root cause of thermal damage of the instrument's monopolar yaw pulley is attributed to a component failure. A review of the instrument log for the permanent cautery hook instrument (420183-11 / n10160401-025) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sh1836 for approximately 0:24:54. The alleged event occurred on the 4th use of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook instrument has not been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was provided for review. A system log review was not performed as the instrument sequence number was not provided. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the permanent cautery hook instrument arced, with no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section is not available. Field is blank because the date of manufacture was not available as of the date of this report. Fields PMA/510k, recall (if recall number is given), andcorrection/removal number are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument started to spark and was melting inside the abdominal cavity. It was immediately retrieved and replaced by another instrument of the same type and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information. The customer reported the instrument and cannula were inspected without the gauge pin prior to use with no issues identified. Arcing was observed during dissection with a valleylab generator with monopolar cut in use; however, it was unknown where the arcing originated. A double fenestrated grasper, fenestrated bipolar forceps, and cadiere forceps instruments were also in use when the reported issue occurred. The customer stated that no intraoperative instrument collision occurred. The customer reported the permanent cautery hook instrument was not contacting tissue when arcing was observed. The permanent cautery hook reportedly did not touch any staples, clips, or sutures while energized. No patient injury was reported and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event.